Event description:
It was reported that a 73-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 550cc and experienced bilateral rupture post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2023. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-09059 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A photo of the device was returned for evaluation. The evaluation was completed on aug 2, 2023. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 8, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6). The date of event was identified as (B)(6) 2023. Manufacturer¿s reference number: (B)(4).